Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experienced an increase in seizures after being seizure free for 20 years. Mother believes the battery may be low. The device was disabled as a result. The physician and mother thinks the that the vns may be malfunction due to being at low battery. Mother wants device replaced. The physician attributes the increase in seizures to low battery. Diagnostics seen to be okay no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was replaced due to low battery. Device evaluation is not necessary because the reported event has been determined to be not related to the functionality of the vns. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. D6b. If explanted; corrected information ; initial MDR inadvertently omitted information known prior to submission. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be not related to functionality of the vns.